Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 6 dec, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The folding carton of the device presented as damaged with the tamper seal torn. The sterilization pouch inside of the folding carton was sealed, and no damage/defects were observed from the suspect simplicity product or any of the product components contained inside the folding carton. The complaint issue of sterility assurance concerns was not confirmed. The complaint issue of packaging issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Because there were no photos of the shipping box it cannot be determined if there was an issue with the shipping carrier or distribution center. Per procedure, folding cartons are individually inspected in manufacturing prior to movement to the distribution center and are individually inspected in the distribution center prior to placement in the shipping box. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens-box was received damaged and open, but the shipping carton itself was in good condition. Through follow-up we learned that the seal was broke/opened and the box was damaged, however the shipping box was not. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/ not provided. Implant date: n/a, lens was not implanted, therefor not explanted, explant date: n/a, lens was not implanted, therefor not explanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.